Event description:
It was reported that two weeks after a tympanostomy procedure using a tula device, at the patient follow up it was noticed that patient experienced an early tube extrusion. Patient ear had active infection. No additional complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Updated h6 (health effect - clinical code and health effect - impact code) h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product information was available therefore a manufacturing record review could not be performed. A complaint history review found similar reported events of tube migration but no similar events related to infection. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation was performed and concluded based on the available information no further action is required at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that two weeks after a tympanostomy procedure using a tula device, at the patient follow up it was noticed that patient experienced an early tube extrusion. Patient ear had active infection and will go back to the or for a replacement tube. No additional complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).